Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive at 0200. Upon review of the patient's log files, technical services noted low battery hazards beginning at 10:18 pm on (B)(6) 2021. At 10:30pm both batteries were completely drained. The pump lost power shortly after this as the backup battery was completely drained. The patient's brother called emergency medical services (ems) and they found the patient unresponsive with dead batteries. The patient had no external power at 2230. When ems arrived the patient was put on new batteries and was awake and alert and oriented in the emergency department. The patient's labs were okay and a computer tomography scan is pending. The patient seemed sleepy. The next line of data within the log file was when the controller was reconnected to a power source. The time of this is unknown because the controller clock was not set.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a pump stop due to a loss of power. It was reported that the patient was found unresponsive with depleted batteries. They were given a charged set of batteries and the pump appeared to function properly. The root cause of the reported no external power alarms while connected to 14v batteries was determined to be full depletion of the 14v batteries. The submitted log file contained data from (B)(6) 2021 20:57:42 through (B)(6) 2021 22:30:41, per the timestamps. The file captured 9 lines of data containing the default timestamp of (B)(6) 2001 1:00, which resulted in yellow wrench advisory alarms. Low battery advisory alarms became active at 21:02:46 at (B)(6) 2021 due to the patient using the 14v li-ion batteries below the advisory voltage threshold. These alarms were followed by low battery hazard alarms at 22:18:23 on (B)(6) 2021 when the batteries fell below the hazard voltage threshold. Full depletion of the 14v li-ion batteries was captured at 10:30:41 on (B)(6) 2021, as evidenced by an active no external power alarm. At this time, the 11v backup battery became active; however, the backup battery also appeared to have fully depleted after an unknown period of time as the following line of data contained the default timestamp, indicating a complete loss of external power to the system controller. These events would have resulted in the observed pump stoppage, which was associated with low speed hazard, low flow hazard, and motor stopped alarms. Although power was ultimately restored when the system was connected to battery power, the amount of time the patient¿s pump was off could not be determined through this evaluation as the clock was not reset for the remainder of the file. The patient¿s CT scans revealed that there was no acute intracranial abnormality or significant interval change. The patient remains ongoing on left ventricular assist system (lvas), serial number (B)(6). The hmii patient handbook outlines all system controller alarms, as well as how to respond. The patient handbook also warns that at least one system controller power lead must be connected to a power source at all times and that losing power will make the pump stop. Instructions for how to charge and exchange batteries and how to change power sources are provided. In addition, this handbook states, ¿do not use batteries to power the lvas during sleep or when there is a chance you may fall asleep, since you may not hear the system controller¿s low battery alarms if you are sleeping.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.